Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The diabetes therapy consultant reported via e-mail that the customer was hospitalized twice this year due to diabetes. The customer's blood glucose was unknown at the time of incident. The diabetes therapy consultant also stated that the customer was hospitalized in august due to low blood glucose and dehydration but did not experienced seizure. The insulin pump will not be returned for analysis.